Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose at the time of the event was 1200 mg/dl. Customer requested a new battery cap. Customer was admitted to ICU. Customer went to dialysis. Customer was tired and could not find his glasses; he needed to change the infusion set and to program the insulin pump. Customer went to sleep without putting on the insulin pump, he woke up in ICU. Diagnosed hyperglycemia. Customer stated that the hospitalization was not due to the insulin pump. Customer was hospitalized for one week. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.